Event description:
Issue: investigational device malfunction occurring subsequent to the follow-op period specified during the ide trial. Device malfunctioned and was explanted on (B)(6) 2012. Pt with chronic kidney disease received left brachiocephalic fistula on (B)(6) 2011. Her fistula was too deep to cannulate and she met criteria for enrollment and was enrolled in a trial of the investigational venous window needle guide and received two vwng devices. She completed the f/u but then subsequently one of the devices closer to the shoulder apparently shifted and was found to be too deep to cannulate on (B)(6) 2012. The device was removed on (B)(6) 2012.